Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the shield cover fluid damage, the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the insertion flexible tube (ift) buckled, the remote control buttons cracked, the lcb distal cover glass cracked, the water nozzle clogged, the control body corroded, the lg cable connector corroded, the shield cover corroded, the remote control buttons cut, the distal body worn out, the segment worn out, the light guide fiber bundle (lcb) defective, the remote control buttons transformer breakdown, the operation channel faulty connection, the bending rubber faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).